Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. This rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. This rv lead remains in service at this time. No adverse patient effects were reported. Additional information received indicated that reprogramming was done around the proximal coil, as the distal coil to can had in-range impedance measurements. This right ventricular (rv) defibrillation lead remains in service and will continue to be monitored. No adverse patient effects were reported.